Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that a follow up examination was performed and the results showed an increase in aneurysm diameter with an unknown cause. For additional treatment, another manufacturer's device was implanted within the endurant. Nonetheless, the aneurysm growth did not cease, and a new aneurysm was identified. Considering that the patient was allergic to contrast media, open repair as well as blood vessel prosthesis implantation was carried out. The stent graft was explanted. Per the physician the cause of the event cannot be determined. The patient has maintained a good condition after the repair procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided, the exact cause of the aneurysm enlargement could not be determined. The stent grafts were returned transected at the bifurcate flow divider as well as across both limbs just below the level of the gate. The majority of the bifurcate aortic body (including the suprarenal stents) was not returned, thereby limiting the extent of the examination. Other manufacturer¿s stent grafts were also returned; a section of an aortic cuff was returned detached, and multiple limbs were returned having been relined within the entire length of the endurant ipsilateral limb. Several fabric tears were observed on the contralateral limb which may have been the source of a type iii fabric endoleak that may have been contributed to the aneurysm expansion. Along the distal length of the contra limb between stent rings # 8 ¿ 11, a total of 5 fabric tears were observed. Four of the holes ranged in length from 0.34 ¿ 0.7mm, and the 5th and largest tear near the distal apex of stent ring 8 measured 1.7mm long. Several stent suture breaks were also observed near the above noted holes. The tears appeared primarily abrasion related, however the exact cause of the tears could not be determined. Two fabric tears of unknown cause, 0.6mm and 0.7mm long, were also seen on the ipsilateral limb; however, both of these holes would have likely been covered by the underlying re- lined gore limbs. Prior to implanting these limbs at 36 months, these holes may have also contributed to the aneurysm size increase. Other than multiple transections noted above, no other device integrity issues were seen. Film evaluation results are: films during implant and post-implant were not available for review; therefore, the assessment of the in-vivo configuration of the stent graft could not be performed. A single CT image returned showed acute angulation at the take-off of the left common iliac artery, and both iliacs were moderately calcified. It is therefore possible that high stent graft angulation caused by implanting within tortuous anatomy may have contributed to the fabric tears. However, it is unknown if the ipsilateral or contralateral limb was implanted in the left iliac artery. It was reported that the patient was allergic to contrast media; therefore, excluding the use of contrast CT and angiography follow-up imaging which could have identified the source of a possible endoleak and help determine the cause of the aneurysm expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, if information is provided in the future, a supplemental report will be issued.